Event description:
It was reported that during a fundoplication procedure, the device did not function during the test. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were non functional. However, with foot switch assembly, it worked as intended. Complaint info is trended on a regular basis to determine if further investigation is warranted. Our mfg batch history review identified that the "max or min activation button fails to activate generator or activation is intermittent" issue was detected during the mfg of one of these lots. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria was met before this batch was released for distribution.